Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026 and the patient was reimplanted with a new cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced no connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. Additional information has been requested but it has not been made available as of the date of this report. The implanted device remains.